Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow event was experienced with a clearlink solution set. The reporter stated that a nurse set up a blood transfusion and after 45 minutes the solution set was not dripping. The reporter stated that the nurses had not spiked the blood-spike all the way into the blood bag. Therapy was finished as blood in the set started flowing again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.